Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 05-jun-2021, UDI#: (B)(4); product ID: 8784, serial/lot#: (B)(4), ubd: 28-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at 0.3594 mg/day) via an implanted pump. It was reported that the implanting physician anchored the pump down at implant, but now the pump was flipped. The event date was noted to be (B)(6) 2019. It was also noted that the patient¿s husband became ill and passed away but while he was ill the patient was having to lift him. The managing physician thought the pump flipped because she was lifting her husband and the anchors came undone. During the revision on (B)(6) 2020 to anchor the pump back down, they decided to replace the pump segment of the catheter because it was twisted. After they anchored the pump and revised the catheter, they were unable to aspirate from the catheter or the cap (catheter access port). They were requesting assistance in calculating how much time the patient would go without drug since the spinal segment had drug and the pump segment did not. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 8781; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter; product ID; 8784; lot# serial#: (B)(6) ; implanted: on (B)(6) 2020; product type: catheter; h6; device codes have been updated to include c62823. The conclusion code 22 no longer applies to this event and has been updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2020-july-29, information was received from the manufacturer representative (rep). The rep reported the patient had a refill on (B)(6) 2020 and at that time, the estimated reservoir volume (erv) was 5 ml and the actual reservoir volume (arv) was 35 ml. The rep stated that the patient told the healthcare professional (hcp) that prior to the refill, the pump had been flipping over. The rep stated that today, they were going to attempt a catheter access port (cap) dye study and at the refill on (B)(6) 2020, they changed the drug concentration from 1 mg/ml to 2 mg/ml and did a bridge bolus. No symptoms or patient complications reported. Troubleshooting information was reviewed. The rep called back and stated they went to aspirate from the cap and they were unsuccessful, so they did not proceed with a dye study. They left the programming as is (bridge bolus left in progress). The rep stated that the patient was admitted today (on (B)(6) 2020) and that their pump had been flipping (unknown date of when this began). The patient would be sent to another physician for a pocket revision to tack down the pump and likely a catheter revision.